Event description:
Boston scientific was notified that during an event of a cerebral embolization case, some difficulty was experienced in tracking a stent (3.5x20mm) to the aneurysm site. The stent advancement became difficult, so a decision was made to withdraw the device and an alternative device used (balloon) to assist in coiling the aneurysm. Later it was found that the guide catheter position was problematic, and this has most likely caused the stent delivery difficulty, as a second stent tracked and was placed in a straightforward manner. Just prior to the attempted removal of the first stent, the device was in a pre-deployment position in the microdelivery catheter. Upon removal, the stent was unintentionally deployed in the external carotid artery (eca), perhaps as a result of the guide catheter postion and shape, and the stent pre-deployment position within the delivery catheter. Fluoroscopy of the eca later showed that the stent deployed in the eca, but its position was stable at this site. A decision was made to leave this stent in site. The pt's vital signs remained stable throughout the procedure, and the pt made a full recovery and was discharged from hosp nine days later with no neurological deficit.